Event description:
Received a copy of the customer's medwatch report # 4500150000-2021-8007 from FDA which states, ¿the nurse selected the alaris channel for epinephrine. After getting on the screen for epinephrine and changing the dose, the nurse was unable to return to the mam screen on the alaris pump brain as the screen had completely frozen. The patient's other infusions (levophed, vasopressin, and fentanyl) were still infusing. All infusions were connected to same pump brain. The nurse attempted to troubleshoot the epinephrine channel by switching sides of the brain and turning the epinephrine channel off and on, at which point the screen on the pump brain began glitching and froze once again. The other infusions remained unaffected at this time. The nurse stepped out of the patient's room to retrieve another channel hoping this would resolve the issue and would avoid having to switch brains or stop any of the other infusions. Upon returning to the room, the nurse heard an unrecognizable alarm and witnessed another nurse and a patient care assistant (pca) entering the room. At this time the nurse witnessed all of the pump channels turn red, then turn white, and then the pump completely switched off. The patient's mean arterial pressure (map) dropped to the 40s. While the primary nurse switched over all infusion lines to new the pump, the epinephrine was wide open momentarily by another nurse while watching the continuous cardiac monitor (ccm) until all infusions could be safely restarted on the pump the charge nurse was notified of the event. No other pump issues reported. Of note, the malfunctioning pump was not sequestered following the event." There was patient involvement but no harm caused.

Manufacturer narrative:
Manufacturer narrative: a review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 28aug2019. The review was performed from the date of manufacture to the present date 10jun2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report # (B)(4) from FDA which states, ¿the nurse selected the alaris channel for epinephrine. After getting on the screen for epinephrine and changing the dose, the nurse was unable to return to the mam screen on the alaris pump brain as the screen had completely frozen. The patient's other infusions (levophed, vasopressin, and fentanyl) were still infusing. All infusions were connected to same pump brain. The nurse attempted to troubleshoot the epinephrine channel by switching sides of the brain and turning the epinephrine channel off and on, at which point the screen on the pump brain began glitching and froze once again. The other infusions remained unaffected at this time. The nurse stepped out of the patient's room to retrieve another channel hoping this would resolve the issue and would avoid having to switch brains or stop any of the other infusions. Upon returning to the room, the nurse heard an unrecognizable alarm and witnessed another nurse and a patient care assistant (pca) entering the room. At this time the nurse witnessed all of the pump channels turn red, then turn white, and then the pump completely switched off. The patient's mean arterial pressure (map) dropped to the 40s. While the primary nurse switched over all infusion lines to new the pump, the epinephrine was wide open momentarily by another nurse while watching the continuous cardiac monitor (ccm) until all infusions could be safely restarted on the pump the charge nurse was notified of the event. No other pump issues reported. Of note, the malfunctioning pump was not sequestered following the event." There was patient involvement but no harm caused.